Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurate high compared to another meter. On (B)(4) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on an unknown date and time. The patient reported that during a routine doctor's visit on (B)(6) 2012 she tested with the subject meter and obtained blood glucose results of "325mg/dl," with the subject meter and compared this result to a "227mg/dl" result taken at the same time on an unknown hcp meter. The patient manages her diabetes with an insulin pump. The patient reported that changes with both insulin and food/drink (unknown amount, unknown dates and times) were made to her diabetes routine due to the product issue. The patient reported that on an unknown date and time in the past she became "shaky" which she associated as a symptom of low blood glucose that developed due to and after the alleged product issue. The patient also reported that self-treatment with glucose was received (unknown amount, unknown date and time) for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.